Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer found that the full height auxiliary drawer 6 was not opening and clicking sounds and right rail bearing cage was broken. The field service engineer replaced the rail and the drawer opened properly and no clicking sounds. The system functioned as intended after the field service engineer repaired the device.